Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that post implant, interrogation of the implantable cardiac monitor resulted in an error message. After a device software download, normal device function resumed.